Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that surgical intervention to explant the system may be undertaken for an unknown reason. Additional information is not available at this time.

Manufacturer narrative:
The ipg delivered therapy for 236 months and hence is considered as normal battery depletion; therefore, this event is no longer considered to be reportable.the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates the ipg delivered therapy for 236 months and hence is considered as normal battery depletion; therefore, this event is no longer considered to be reportable.